Manufacturer narrative:
Product was requested to be returned for eval and has not been received. (B)(4).

Event description:
Customer reported that when the sensor was in use with the alarm and weight was applied to sensor, the alarm did not sound. No visible damage to the outside of the sensor was reported. The customer did not provide a date when this was discovered and there was no pt incident or injury reported.